Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that there was a nerve damage. The patient underwent an implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately april of 2023 from date manufacturer was made aware.